Event description:
Unsolicited communication: spoke to patient about remodulin cassette. She stated the cassette would not work in either pump and she kept getting an error message when trying to use it she tried using another cassette and everything worked fine. Patient missed no medication and reports no side effects. Patient has medication on hand. No other information known at this time. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Lot number: unknown and cassette is not available for return. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.